Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator(ICD) delivered non-sustained right ventricular oversensing alerts for post-paced t-wave oversensing. No changes or intervention were performed; the physician elected to continue to monitor the ICD. There were no patient consequences.